Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient had an eroded and infected pacemaker. The system was explanted. Further information was requested but not received. Related manufacturer reference number: 2017865-2020-04156. Related manufacturer reference number: 2017865-2020-04157.